Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele and enterocele. It was reported that the patient underwent excision of mesh on (B)(6) 2008 concurrently with exam and pap under anesthesia, fractional dilation and curettage, repair of vagina and cystoscopy due to eroded mesh.

Manufacturer narrative:
It was reported that patient underwent operative resection of 4 endometrial polyps using resectoscope on (B)(6) 2013.